Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsule rupture in a patient's eye during laser assisted cataract surgery. Capsulorhexis was reported not good. Intraocular lens was not implanted.

Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).